Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Results of investigation: the carefusion field service representative (fsr) went onsite to evaluate the suspect device. The device cause of the reported issue was determined to be a loose connection to the alarm board, which prevented the dumping of the high pressure. The loose connection was secured and the device operated properly to manufacturer specifications with no parts replaced. No further investigation is required.

Event description:
The customer called to report that this ventilator will not dump the high pressure. The unit alarmed high pressure, but it did not dump. There was no indication of patient involvement.